Event description:
Reportedly the subject lead was explanted due to infection.

Event description:
Reportedly the subject lead was explanted due to infection.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval. Please refer to the attached analysis report.